Event description:
The device was implanted after its exp date. It was also noted the pt had a loss of therapeutic effect. Later the health care professional stated the pt was doing "great." However, the pt reported she still had a loss of therapeutic effect and overstimulation sensation. There was no accident or incident related to the event. The pt switched from program 1 to program 2, but the results of the change were unk.

Manufacturer narrative:
(B)(4).